Manufacturer narrative:
Investigation summary: it was reported the needle is stuck and unusable. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a plastic bag with multiple sealed packaging blisters. There are also two sealed packaging blisters outside the plastic bag. No other information could be obtained from the photo. A device history record review was completed for provided material number 305127, lot number 2175239. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed, and without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 62 bd precisionglide¿ needles were blocked during use. The following information was provided by the initial reporter: "needle is stuck and unusable. Customer reported resistance when using needles".